Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). The customer purchased a replacement gas delivery engine (gde) and installed it themselves to resolve the reported issue. The suspect gde was returned to carefusion for further investigation and is currently pending. Once the investigation is complete, a supplemental report will be submitted.

Event description:
The customer reported while using the avea ventilator, the fraction of inspired oxygen (fio2) is out of specification. When the device is set to 40% it was measuring 44%, at 60% it was measuring 71%, and at 90% it was measuring 97%. The customer reports that he tried the air/02 balance calibration and replaced the oxygen cell but the problem was not corrected. The customer stated there was no patient associated with this event.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was a regulator/relay out of balance. After resetting the regulator/relay balance, the device passed all test, calibrations, and is working to manufacturer specifications.